Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). The actual device has been returned and is currently pending evaluation. Once the evaluation of the device has been completed, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) the upper trigger of the compact air drive device had locked up. It was not reported if the event occurred during a surgical procedure. It was not reported if there was a delay to a planned procedure. It was not reported if there was a spare device available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The date device returned to manufacturer was documented as december 26, 2018 in the initial report. This has been corrected to december 27, 2018. If additional information should become available, a supplemental medwatch report will be submitted accordingly. The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and it was determined that the reverse locking mechanism of the compact air drive device was blocked. It was noted that the reverse trigger was locked due to the pressure pin being broken by excess of force applied during the procedures. It was further observed that some parts were worn out by the time of use. It was further determined that the device failed pretest for check reverse locking mechanism. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to improper handling, which is user error/misuse/abuse. A review of the service history record indicates that the device has been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch report will be submitted accordingly.